Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. Unit had cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked display window.

Event description:
The customer reported that the infusion set came out of her body and the insulin pump fell. The caller stated that the device alarmed and insulin squirted out when she went to change the infusion set. Troubleshooting was performed, and the drive support cap was loose. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.